Event description:
The biomedical engineer (bme) reported that the zm transmitter was intermittently losing connection with the central nurse station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was intermittently losing connection with the central nurse station (cns). Each time it was reported, the bme tested it on a simulator, but was unable to duplicate the issue despite changing the batteries. No patient harm was reported. Investigation summary: the evaluation shows that this complaint could not be duplicated. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 08/02/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was intermittently losing connection with the central nurse station (cns). Each time it was reported, the bme tested it on a simulator, but was unable to duplicate the issue despite changing the batteries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer data: 08/02/2021, unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was intermittently losing connection with the central nurse station (cns). No patient harm was reported.